Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was unable to be implanted. The lv lead was not used. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual inspection found no anomalies. Electrical testing found no indication of conductor fractures or internal shorts.